Event description:
Balloon ruptured at some point after placement, but before the patient was even draped.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside inflation lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Unit is sent to accellent for further evaluation. Note: a small section, about 0.1" long, of the tip was broken off from catheter body during removal of green contamination shield connector from the tip area. Accellent findings: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. Visually the soft tip is missing. The device shaft has no defects. Visually there is a kink in the bellows. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects.

Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in the right eye in 2008. As part of the study, the patient reported that she was experiencing dry eye and seeing halos at night. Further information requested but not yet forthcoming. Any additional information will be submitted by a supplemental. See MFR report# 2023826-2009-01264 for the other eye.